Event description:
It was reported that the device was used during a hemorrhoidectomy. When the device was fired, a portion of the staples did not fire and the device did not cut the mucosa completely. The case was completed with hand suture. There were no consequences to the pt.